Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges that circuits would not pass leak test on vent. Complaint states that the circuits would not hold pressure when the vent was being set up and tested for service. The circuits were not being used on a pt. No pt injury reported.